Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the aortic valve gradient was 13.8mm hg. No leaflet thickening was noted. It was reported that there were no known co-morbidities or risk factors that may have led to stenosis. Approximately one year after implant, echocardiogram indicated worsening hemodynamics as compared to 6 months post implant. The one year follow-up echocardiogram indicated a mean aortic valve gradient of 21 mm hg and aortic valve area of 1.65 cm2, which was consistent with moderate aortic valve stenosis. One year and one month after implant, transesophageal echocardiogram (tee) indicated no evidence of aortic stenosis with mean gradient of 10 mm hg and aortic valve area of 2.12 cm2. No treatment was required. No adverse patient effects were reported. Additional information was received that approximately three years following the implant of this transcatheter bioprosthetic valve, moderate central aortic regurgitation and trivial-mild paravalvular leak were noted. No treatment was required. No adverse patient effects were reported. Additional information was received that three years, two months, and seven days following valve implant, the patient was admitted for treatment of an acute on chronic combined mid-range ejection fraction. Diuretic medication was administered via intravenous therapy. An echocardiogram was performed and showed mildly thickened aortic valve leaflets. No adverse patient effects were reported. Additional information received that the moderate aortic regurgitation event was ongoing at the time of the study exit.